Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump to resolve the issue.